Manufacturer narrative:
This previously capped lead was explanted on (B)(6) 2019. Upon receipt the lead was found cut 21cm distal to the is-1 connector pin. A distal part including the lead tip was missing. The inspection revealed severe abrasion marks at several positions of the lead fragment. In particular 18cm distal to the is-1 connector pin the insulation was found abraded through. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 71 months, oversensing with inappropriate therapies on the right ventricular channel was reported. The lead was cut and capped on (B)(6) 2019.